Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds on the right atrial (ra) lead. It was also reported there was an atrial lead position check failure. The lead remains in use. No patient complications have been reported as a result of this event.